Manufacturer narrative:
The proclaim 5 ipg was explanted for unknown reasons. There is insufficient information with regards to any allegations against the ipg. Visual inspection of the ipg did not identify any anomalies that would contribute to any issues. The ipg was functionally tested and passed all testing.

Event description:
It was reported that the patient underwent a explant for a unknown reason. No other information is available.

Manufacturer narrative:
Event date is estimated.